Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.it was reported that her first implant 'malfunctioned' 2 or 3 years after implant so she had to have a replacement..no further patient complications are anticipated or expected as a result of this event.